Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device did not alarm for occlusion when the tubing set was occluded. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed a scratched lcd lens, worn downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. No evidence was found in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be worn valves caused pressure to leak; the pressure was not able to build up to occlude the downstream sensor. The valves were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.